Manufacturer narrative:
The lot number reported by the dentist was not verified by the crm system, so it was not considered. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system and is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
(B)(4) - the dentist reported that 2 months after the dental implant was installed in intraoral region 13#, its non-osseointegration was observed. Moreover, the patient presented bone type ii.

Manufacturer narrative:
Follow-up is being sent to correct information sent in field d4 lot number. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4)- the dentist reported that 2 months after the dental implant was installed in intraoral region 13#, its non-osseointegration was observed. Moreover, the patient presented bone type ii.